Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device "does not function". The device was being used during surgery. It is known that no pt or medical intervention was reported. There was no additional info provided.